Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure in a small bore hole. Reportedly, the device was unable to be advanced onto a 0.035 inch guide wire into the anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guidewire could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy 0.035 inch guide wire was backloaded into the entire sheath with no resistance noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert/advance the guide wire, include, but not limited to patient anatomical conditions (occlusion of the sheath due to excessive blood clot, patient artery anatomy variables). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B2 - outcomes attributed to ae "required intervention" was removed and replaced with "n/a" h6- health effect - impact code 4641 was removed and replaced with code 2199; medical device problem code 2920 was removed and replaced with code 1316.

Event description:
Subsequently to the initially filed emdr, additional information was received:it was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure in a small bore hole. The prostyle suture was successfully deployed and achieve hemostasis without issue. However, when attempting to insert the 0.035in guide wire for removal of the device, there was difficulty. The device was removed from the patient without the guide wire. An additional prostyle suture was placed for good measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.